Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.051 volts, and the memory locations on the generator indicated that 28.463% of the battery had been consumed. In the (B)(6) lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: initial report inadvertently provided the incorrect death date. Date of event, corrected data: initial report inadvertently provided the incorrect event date. If explanted, give date (mo/day/yr), corrected data: supplemental #01 report inadvertently did not note the explant date.

Event description:
The patient passed away due to probable sudep. The patient was seizing around 5am and then found around 7am to be unresponsive. Per the physician, there was no relationship between the vns and the cause of death. No additional relevant information has been received to date.

Event description:
The explanted generator and lead were returned but product analysis is still underway.

Event description:
Product analysis was completed on the returned lead. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portion were performed, during the functional analysis, with no discontinuities identified. Other than typical wear and explant related observations, no anomalies were identified with the returned portion of the device.